Manufacturer narrative:
This report is for an unknown nail head elements: pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the surgeon had difficulty connecting the impactor with the pfna blade. The surgeon used a screwdriver to manipulate the blade. The blade was introduced, but then removed because the surgeon was not sure if it was blocked. There was a surgical delay of twenty (20) minutes. The procedure was not completed successfully. Concomitant device reported: nails: pfna (part number unknown, lot unknown, quantity 1), screwdrivers: trauma (part number unknown, lot unknown, quantity 1), impactor f/pfna blade (part number 03.010.410, lot unknown, quantity 1). This report involves one (1) nail head elements: pfna blade. This is report 2 of 2 for (B)(4).